Event description:
Information was received from the patient receiving intrathecal prialt (ziconotide) via an implantable pump for non-malignant pain. It was reported that for at least the last 3 weeks, they had been having issues connecting to their pump. Patient stated that yesterday, it took them an average of 8-10 minutes to get a bolus, and some of them 'didn't take'. Patient added that when they went to bed last night they had 4 boluses left, and this morning when they tried to bolus it said they still had 4 left. Patient did not remember the other medications that are in the pump. Agent reviewed data and assisted patient through clearing data on the handset. Patient confirmed they were able to successfully connect to the pump without lag issue on the call. Patient confirmed bluetooth and location were on. The troubleshooting steps that were taken on the call resolved the issue. Patient would monitor the issue and call back if further assistance was needed. Bolus parameter: 8 per 24 hours.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.